Event description:
It was reported that a foreign object was noted inside the package. A 1.50mm x 12mm emerge balloon catheter was selected for use. However, during unpacking, a foreign object was found inside the inner pouch. The procedure was completed with a different device.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an opened emerge inner pouch with the catheter inside the hoop. Inspection of the returned product could not confirm the report foreign material.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a foreign object was noted inside the package. A 1.50mm x 12mm emerge balloon catheter was selected for use. However, during unpacking, a foreign object was found inside the inner pouch. The procedure was completed with a different device.